Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of sleep/wake button unresponsive was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet¿s sleep/wake button was unresponsive and the device did not vibrate when pressed, consistent with a mechanical or electrical failure of the user interface button; the device was replaced and the user switched to backup therapy. Symptoms included no adverse clinical effects and no reported changes in blood glucose. Outcomes included continued glycemic control within target and no medical intervention or hospitalization. Investigation included collection of user reports, remote support troubleshooting, and initiation of device return and further inspection of the returned device. Investigation of this device revealed a nonfunctional wake button consistent with a hardware user-interface malfunction; no software, alarms, or therapy-delivery issues were reported. It was concluded, based on previously established findings for similar reports, that the cause was likely a device component failure of the wake button assembly.